Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been hospitalized due to high blood glucose of over 600 mg/dl and diabetic ketoacidosis. There was a leak found. At the time of the phone call, the customer's blood glucose was 120 mg/dl. The customer stated that the leak occurred during the phone call, while performing troubleshooting for the high blood glucose. There were 200 units of insulin still left in the reservoir. There was fluid present in the reservoir compartment. The customer was unsure if the leak was past in the first or the second o-ring. They stated that there were very tine air bubbles in the reservoir. Nothing further was reported.